Manufacturer narrative:
The device was returned to resmed for an extensive engineering investigation. The investigation methods, results, and conclusion are not finalized at this stage. (B)(4).

Event description:
It was reported to resmed that an astral device alarmed when it was switched on and was inoperable. There was no patient injury reported as a result of this incident.

Manufacturer narrative:
The astral device was returned to resmed for an extensive engineering investigation. It was reported to resmed that the customer performed a device reset and the reset resolved the reported device inoperable issue prior to returning the device to resmed. The device evaluation found no system faults in the returned device. Review of the device data logs revealed the occurrence of an initialization failure during the device startup. Based on all available evidence and previous investigations of similar complaints, the investigation determined that the reported event was most likely due to a software issue. The device software was upgraded and the device was serviced before it was returned to the customer. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device alarmed when it was switched on and was inoperable. There was no patient injury reported as a result of this incident.